Event description:
A customer reported to beckman coulter (bec) that the unicel dxc 600 pro synchron clinical system was leaking fluid out of reagent probe a. The leak was about 5ml and was contained within the reaction wheel cover of the analyzer. The operator was wearing personal protective equipment (ppe), consisting of a lab coat, gloves and eye protection at the time of the event. The leak was cleaned up with paper towels. Hazmat was not called and the material safety data sheet (msds) was not consulted. The facility has a risk management program. No one was injured or sought medical treatment. There were erroneous results generated in connection to the leak.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse replaced the collar wash valve to resolve the leak. Hardware issue contributed to this event. (B)(4).